Manufacturer narrative:
New information states the right ventricular lead was explanted on (B)(6) 2018 and replaced. The patient was stable post procedure.

Event description:
New information states the right ventricular lead was explanted on (B)(6) 2018 and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis found external insulation abrasions at 12.2 - 12.9 cm from the connector pin breaching the outer insulation and exposing the outer coil. Abrasions are consistent with friction to the device can.

Event description:
It was reported that the dependent patient presented in clinic with noise on the right ventricular lead, during testing the patient experienced pre-syncope. The clinician reprogrammed the device sensitivity per physician request. The patient was stable and would continue to be monitored for now.